Manufacturer narrative:
(B)(4). A philips field service engineer (fse) evaluated the device and confirmed the etco2 tubing broke and a portion remained in the inlet. The fse unscrewed and removed the broken portion left in the inlet from the etco2 tubing to resolve the issue. The device passed all performance assurance tests and was placed back into use with the customer. This was a malfunction of the etco2 connector.

Event description:
The customer reported the etco2 connector was damaged. There was no negative pt impact.